Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on pd was hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient was seen in the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. It was stated the patient¿s pd culture had no organism growth but did have an elevated white blood cell (wbc) count of 274. The nurse clarified the patient was not hospitalized and was treated with an outpatient course of intra-peritoneal (ip) vancomycin (dose 1250 mg) for 3 weeks. The nurse reported that the patient continues pd treatment with the same cycler without any issues. The nurse stated the exact cause of the patient¿s peritonitis was unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with a device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on pd was hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient was seen in the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. It was stated the patient¿s pd culture had no organism growth but did have an elevated white blood cell (wbc) count of 274. The nurse clarified the patient was not hospitalized and was treated with an outpatient course of intra-peritoneal (ip) vancomycin (dose 1250 mg) for 3 weeks. The nurse reported that the patient continues pd treatment with the same cycler without any issues. The nurse stated the exact cause of the patient¿s peritonitis was unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with a device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.